Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall patients and patient twiddling ipg, patients leads became disconnected from the ipg. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.